Manufacturer narrative:
A ge svc rep performed an onsite investigation. A filament calibration was performed. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a filament regulator error. No pt injury was reported.